Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" ¿ diagnosed via us & MRI the device has been explanted.

Event description:
Healthcare professional reported right side "rupture" ¿ diagnosed via us & MRI the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, weight to the spec, wear abrasion and opening. A microscopic analysis was performed which identify crease sharp opening on anterior and crease smooth in the posterior side. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening. A crease smooth opening on posterior due to a fold flaw opening.